Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately ten months post implant of this annuloplasty band in the mitral position, this device was explanted and replaced with a new device due to a failed repair. The patient's physician reported that the repair failed not due to patient anatomy, but due to other pathology. No specific failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.